Event description:
The customer reported the 4k camera head is unable to display image. The event occurred during preparation for use and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty cable unit. In addition, water leakage from the cable unit, switch 3 not functioning smoothly, focus switch deform, and label vanish on the rear cover were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.